Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. During device evaluation, physio observed that the device would power on, but would immediately power off again. There was no patient use associated with the reported event

Manufacturer narrative:
The customer declined repair of the device and requested to have the device returned to them without being repaired. No further evaluation was performed, and physio returned the device to the customer. A cause of the reported issue could therefore not be determined.